Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During preparation, it was noted that the steerable guide catheter (sgc) experienced a leak. The sgc was not introduced to the patient. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column during prep) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and results of analysis, the cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.